Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of granuloma, silicone migration are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, granuloma, silicone migration.

Event description:
Patient's lawyer reported "that after learning of the global recall of breast implants, the patient decided, as a precaution, to explant the prostheses" "in addition, the situation caused deep emotional distress, considering the risk of developing a serious illness, which also justifies compensation for moral damages." "Grade ii contracture, with chronic inflammatory process." ¿left side capsular contracture baker grade ii." ¿histological sections of the capsule wall made up of fibrous tissue and internally lined with foci of synovial metaplasia¿ and ¿foci of discreet lymphohistiocytic inflammatory infiltrate.¿ ¿fibrous capsule with signs of rupture.¿ "¿foreign body-type giant cells.¿ ¿clear spaces (silicone), mainly on the left." This is for the left side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2.

Event description:
Patient's lawyer reported "that after learning of the global recall of breast implants, the patient decided, as a precaution, to explant the prostheses" "in addition, the situation caused deep emotional distress, considering the risk of developing a serious illness, which also justifies compensation for moral damages." "Grade ii contracture, with chronic inflammatory process." ¿left side capsular contracture baker grade ii." ¿histological sections of the capsule wall made up of fibrous tissue and internally lined with foci of synovial metaplasia¿ and ¿foci of discreet lymphohistiocytic inflammatory infiltrate.¿ ¿fibrous capsule with signs of rupture.¿ "¿foreign body-type giant cells.¿ ¿clear spaces (silicone), mainly on the left." This is for the left side. The device has been explanted.